Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was over delivering insulin and causing lows. The customer¿s blood glucose level was 71 mg/dl at the time of the incident, and 103 mg/dl at the time of the call. The customer used juice to treat the low. Troubleshooting was completed but did not resolve the issue. The customer stated the pump had been exposed to magnetic fields. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify operating currents and possible over delivery anomaly due to motor error alarms.